Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the cylinders had aneurysm and a fluid leak in the system. All the components were removed and replaced with a new ipp system. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.